Event description:
New information received from the customer stating the event happened during a cataract extraction procedure the preloaded device touched the patient but the implant did not. The surgeon was able to exchange the device to complete the case with no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not unfold well. Additional information has been requested.